Event description:
Telephone monitoring off pacing system revealed inappropriate sensing. Office evaluation of pt revealed pacemaker lead dysfunction with inappropriate firing of the pacemaker irrespective of his own intrinsic beats. Pt programmed to a unipolar pacemaker and returned to surgery for lead replacement. Lead was capped and replaced with another lead.